Manufacturer narrative:
MFR completed the entire form. Eval summary: one used 9mm 90 degree insulin infusion set was returned for eval. During visual examination it was noted the cannula had broken away from where it coincides with the base. Unable to determine when or how the damage occurred.

Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the base and stayed beneath his skin. The reporter stated that he was able to extricate the broken piece.